Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject device was not working. Taking random pictures without touching button. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: kink/knot in the video cable, leak in button 2, grinding sounds in the connector when attaching. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.